Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Regarding this complaint there was no consequence to the patient, and there was no increase in hospitalization period and no other procedure was required (re-operation). After the exchange of the product, which was fast, since I was present at that event, the surgery went well until the end without any complication.

Event description:
It was reported that during a laparoscopic gastric septation procedure, the stapler stapled and cut tissue, but did not return the blade. Several attempts were made to return the blade, the battery was removed, but without success. In this way, the blade was manually returned and the stapler was consequently doomed. Another stapler was opened to finish the surgery.

Manufacturer narrative:
(B)(4). Batch # r5791p. Device analysis: the analysis found that one plee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.